Manufacturer narrative:
On june 19, 2020, mentor became aware that section d 2. Common device name of the initial report sent on june 18, 2020, was erroneously filled with the incorrect information. The field has been updated with the correct information: (expander, skin, inflatable). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent primary breast reconstruction with a 550cc mentor cpx4 with suture tabs, med height, smooth tissue expander on the left breast, suffered breast implant deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 490cc mentor memorygel breast implant catalog: smpx490 lot: 9369616 sn: (B)(4) and (right) 490cc mentor memorygel breast implant catalog: smpx490 lot: 9414806 sn: (B)(4).

Manufacturer narrative:
On june 24, 2020, the product investigation was completed. Device investigation summary: upon visual evaluation of the device, two tears were observed. One tear was observed at the union between shell and suture tab at 3 o¿clock position and the second one was observed on the front patch, measuring approximately 2.0 cm. Microscopic examination was performed and the cause of the rupture could not be identified for the tear at the union between shell and suture tab. On the other hand, microscopic examination in the tear on the front patch revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of lot 9363397 were reviewed and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).